Event description:
The customer contact reported that the rate independently changed. The pump was programmed to deliver an unspecified immunoglobulin at a rate of 60ml/hr and the delivery was started. No further programming parameters were provided. The physician ordered the rate of the immunoglobin to be doubled every 30 mins of an unspecified length of time. Approx 30 mins after the delivery was started, the nurse programmed the pump to deliver at a rate of 120ml/hr and the delivery was resumed. Approx 30 mins later, the nurse noted that the pump displayed a rate of 60ml/hr. The pump was reprogrammed to deliver at a rate of 120ml/hr and the delivery was resumed. Approx 30 mins later, the nurse noted that the pump once again displayed a rate of 60ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.